Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the user found it difficult to insert the needle thus, another needle was used.

Manufacturer narrative:
The reported event was confirmed. The visual evaluation noted 1 brachytherapy needle was returned. The end of the cannula was not sharp as it should be and had a ridge on the end of it. The stylet was able to be inserted into the cannula, and able to be fully inserted without any resistance or issues. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "1. Puncture perineal skin with needle. 2. Under ultrasonic guidance, locate needle in desired prostatic area per treatment plan. 3. Remove stylet. 4. Place mick® applicator onto cannula hub and place seeds via mick® applicator and through needle cannula into prostate gland per treatment plan. 5. Remove cannula from patient. Caution: using excessive force to remove lodged seeds or cartridges from the mick® applicator may damage seeds. Note: after use, this product may be a potential biohazard. Handle and dispose of in accordance with accepted medical practice and with applicable laws and regulations. Caution: federal (u.s.a.) Law restricts this device to sale by or on the order of a physician."

Event description:
It was reported that the user found it difficult to insert the needle thus, another needle was used.